Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized previously with minor diabetic ketoacidosis. The customer stated they experienced high blood glucose around 300 mg/dl before being hospitalized. The customer was treated with fluids at the hospital. The customer also reported dropping the insulin pump in the past. The insulin pump will not be returned for analysis.